Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a t8/t9 ablation and vertebral augmentation, the autoplex m4 with hv injector was hard to turn. Cement came out thicker than expected and there was some cement extravisation, anterior vein. The procedure was completed successfully without a clinically significant delay; no adverse consequences nor medical intervention were reported.